Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 56 units. Reportedly, the cartridge was filled with 410 units of insulin. Blood glucose level was 197 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.